Event description:
It was reported that the ventricular lead impedance and threshold "spiked" during a device change-out and the physician was debating whether to change-out the ventricular lead or not. It was later reported that the lead tested out fine in unipolar so the physician kept the ventricular lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.